Event description:
According to the hospital the user was explanted on (B)(6) 2026 due to 5 channels being deactivated (not working). The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.